Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had a lead revision. The clinical specialist was not aware until they arrived at the surgery center why the lead revision was being done. According to the notes the patient was implanted on (B)(6) 2020 and was last seen by the manufacturer rep on (B)(6) 2020 according to the doctor the patient came in (B)(6) 2020 during covid closures and had an x-ray was done showing both the leads had migrated down. On (B)(6) 2021, a lead revision was done on one of the previously implanted leads. The hcp attempted to move the right lead up, but they were unsuccessful. They then attempted to just put in a whole new lead, but again was unsuccessful due to scarring. The patient ended up with just one lead at mid t8. The patient battery was still dead and the doctor and the patient were both made aware that the impedance check could not be completed and both agreed to still continue with a revision and connecting the same battery. The clinical specialist was also unable to test or program due to the dead battery. The doctor and patient acknowledged that they understood.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, lot# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient claimed he has gotten 0% pain relief despite being on the exact same settings he was on during his trial where he reported getting better than 50% pain relief. The patient has been noncompliant in terms of charging and bring his equipment to appointments.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-oct-2023, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient states that he has to charge at least once a day and sometimes twice a day. The rep met with the patient next day. The patient arrived with the ins dead, and no recharger. The ins had been dead about a year. The patient was instructed to get battery charged up prior to his lead revision later this month. The patient was to reach out if needs further assistance charging. The patient is scheduled for a lead revision on (B)(6) 2021. The rep reported that the patient believed his leads had moved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID neu_unknown_lead, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.